Event description:
During a routine check of the unit, the company rep observed that the unit would not charge batteries and the battery icon showed empty with a 90-100% actual charge on the batteries. No pt was involved.

Manufacturer narrative:
The company rep replaced the power supply (0014-00-0033e05). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).